Event description:
It was reported that the surgeon informed e.r. That he noticed a problem at the post-operative x-ray. The tibia was misplaced. The tibia needs to be replaced with the attune revision system.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was not received for examination. All available x-rays were reviewed. Mispositioned condition is confirmed, the implant is not in the proper position. However, review of the x-ray evidence of the implant did not identify any indication it contributed to the reported event. Nothing indicative of a product problem is identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicates the following: a. Has the patient been revised? If yes, please provide the following: 1. Revision date :(B)(6) 2022. B. Has the misplacement of the tibia confirmed? Yes, the tibia was replaced with attune tibia crs. C. Was surgery time extended? If yes, what is the duration of the delay? No delay. D. Was/were the bone cement/s used depuy manufactured? If yes, please provide the quantity, product and lot numbers no, it was bone cement of another company. E. Affected side? Left side. F. Was there any adverse consequence to the patient relevant to this event? If yes, please provide details . No.